Event description:
The hcp reported the pt was experiencing pain. At every refill, "the pump was almost full -20ml, 15ml when it should have been 3-5 ml." The pump was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is completed.